Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
While servicing the device, philips authorized service personnel (asp) discovered that the stand offs connecting the display to the rear case were broken off from the display. There was no patient involvement.